Event description:
It was reported the device prompts that the second power supply is disconnected. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineers (rse) and has been investigated by the philips complaint handling team. The complaint was escalated for technical investigation, and the results revealed a specific open circuit issue in its second power supply. Despite the customer's failure to provide detailed equipment information, they refused to pay for repairs due to the equipment not being under warranty. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer's refusal to pay for repairs due to the lack of warranty concludes the investigation with no further action required at this time, but the complaint file will be reopened if additional information is received. H3 other text : the customer refused to pay for repairs.